Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for a right side. Device status is unknown.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b1, b3, b5, d6(b), h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/sep/2024.